Manufacturer narrative:
A ge representative was contacted on this report, however, the customer did not request service at this time since they stated the problem was corrected. The customer stated they were able to correct the issue by reconnecting the interconnect cable and rebooting the system. No ge evaluation performed.

Event description:
It was reported that the 9800 was very slow to boot and when it did a "communications error" was displayed. There was no report of patient injury.